Event description:
A physician requesting information reported to gore that a pt underwent a stomal hernia repair in 2009 with gore dualmesh plus biomaterial and had an unremarkable recovery. Approximately 2 months postoperatively, the pt was diagnosed as septic and underwent surgery during which a "nick/hole" was noted in the colon. Spillage of bowel was observed and the device was removed, a biologic was placed and the pt has since recovered. The physician stated that he does not believe the device caused the nick/hole.

Manufacturer narrative:
Sample not returned for evaluation, review of information provided by the user. Based upon the available information, the exact cause for the reported event cannot be determined, but there is no indication that a device defect or malfunction was involved. The physician stated that he did not believe the device cause the nick/hole in the colon.